Event description:
It was reported that a patient underwent anterior cervical discectomy and fusion (acdf) at levels c3-c4. It was reported that on an unknown date, post-op, the c4 screw backed out past the wire. As a result, a revision surgery was performed on (B)(6) 2015. The device was damaged upon removal. The surgeon replaced the device with a new implant, and two 4.0x15 screws, and then placed a cervical plate and 4 screws over the construct, at c3-4.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: "clinical patient underwent acdf at c3/4. Screw back out occurred in peek implant requiring revision. Lateral view verifies the implant in c3/4 with lower screw backed out about 3-4mm. The insertion angle of the screw in c4 is too flat and allows the screw to back out around the back out preventor."